Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection; however a photo was provided for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c port & catheter, implanted, subcutaneous, intravascular allegedly experienced a break. This information was received from one source. Of the one break, one did involve a patient with no patient consequences. The patient was a (B)(6) year old female and weighed (B)(6).

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection; however a photo was provided for evaluation. The investigation was confirmed for severed catheter as the photo confirms catheter split. A definitive root cause has not been determined. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified in d2. H10: g4. H11: g1; h6 ( results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c port & catheter, implanted, subcutaneous, intravascular allegedly experienced a break. This information was received from one source. Of the one break, one did involve a patient with no patient consequences. The patient was a 54 year old female and weighed 55 kg.